Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the user had hypoglycemia. Customer's blood glucose level was 2.2 mmol/l and they ate spoon of sugar to treat it. After sugar consumption her blood glucose went to above 3 mmol/l and she stated which was normal blood glucose for her. Customer also stated that she was very busy all day and did not ate anything that was the reason her blood glucose went low. Customer was not using auto mode feature. Customer stated that she had recurring issue with her sensors, where the transmitter loses signal. Customer was assisted with troubleshooting for further issue. Insulin pump will not be returned for analysis.